Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level and low blood glucose level. Customer¿s low blood glucose level was 40 mg/dl and 44 mg/dl. Customer's blood glucose level 250 mg/dl at the time of incident. Customer¿s other blood glucose level was 270 mg/dl and 252 mg/dl. Customer was treated with bolus for high blood glucose and two biscuits and coffee for low blood glucose. The customer provide details on symptoms related to the high blood glucose level episodes such as blurred vision. Customer did not allege insulin pump was under delivering. Troubleshooting was declined for high blood glucose. Customer was using auto mode. Customer declined to perform the high pressure test. Customer performed displacement test and self test and both tests was passed. The insulin pump will not be returned for analysis.